Event description:
Information was received indicating that a smiths medical set, admin, cadd, 108", spike tubing was reported to be leaking around the round filter that runs along the IV line. There were no reported adverse events.